Event description:
It was reported to gore that the patient underwent surgical treatment for the creation of an arteriovenous graft with a gore® acuseal vascular graft. It was stated that on an unknown date the graft delaminated, resulting in the access in the graft being lost. No further information was provided.

Manufacturer narrative:
B5 describe event or problem was updated. Neither images enabling direct assessment of product performance, nor the device was returned for evaluation. Multiple attempts were made to obtain additional information about this event, such as lot-/serial no., date of event, implant date, patient details (gender, age, weight), patient outcome and if a reintervention is needed. No additional information was provided; therefore no further investigation can be performed. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® acuseal vascular graft the following is stated: warnings: when using the gore® acuseal vascular graft, avoid using traumatic instruments, handling the graft with excessive force or high rates of force, cutting the graft incorrectly, or placing the graft in an undersized tissue tunnel. These actions may lead to separation of graft layers. Potential consequences include partial or complete occlusion due to hemodynamically significant stenosis or thrombosis and related serious harms, including additional interventions to resolve. When using the gore® acuseal vascular graft, avoid using traumatic instruments, handling the graft with excessive force or high rates of force, or cutting the graft incorrectly. These actions may cause graft damage or reduced suture retention strength. Potential consequences include aneurysmal dilation; pseudoaneurysm; mechanical damage or tearing of the suture line, graft and/or host vessel; and related serious harms, including serious blood loss, hemorrhage, or additional interventions to resolve. Ensure that the graft length is adequate and that the gore® acuseal vascular graft is sutured correctly (e.g. Appropriate anastomotic angles, suture type, needle type, suture bite, etc.). Failure to do so may result in increased suture hole bleeding; mechanical damage or tearing of the suture line, graft, and/or host vessel; and related serious harms such as serious blood loss, hemorrhage, or additional interventions to resolve. When cannulating gore® acuseal vascular graft puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may result in damage of the graft material that can lead to pain at the cannulation site, partial or complete occlusion, serious blood loss, pseudoaneurysm or additional interventions to resolve. Adverse events. Potential device and procedure-related adverse events: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; mechanical damage or tearing of the suture line, graft, and/or host vessel.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a3/a4 was not provided, but was requested from the physician. H3: as the status of the device is unknown now, no further investigation can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested from the physician, such as lot-/serial no., date of event, implant date, patient details (gender, age, weight), patient outcome and if a reintervention is needed, but no further details were provided yet. Heparin surface incorporates (B)(4) manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgical treatment for the creation of an arteriovenous graft with a gore® acuseal vascular graft. It was stated that on an unknown date the graft delaminated, resulting in the access in the graft being lost. No further information is available now.